Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: brown particles in the shell and a curved opening on anterior. Leak test and microscopic analysis was performed which identified: a sharp opening on plug strap bond edge and partial delamination of the valve (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening. Partial delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.